Event description:
Dr was using the short gia stapler when it misfired during the ileocolic anastomotic portion of his whipple procedure. A second short handled gia stapler was opened and misfired as well. Surgeons caught the mishap before any tissue damage could occur.